Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Questionable bolus advice is alleged. At 01.05 p.m. On (B)(6) 2016 used bolus advice function. Result 4,4 mmol/l, entered 45 g of carbs, 1,1 u of active insulin displayed, bolus advice 2,5 u. Meal bolus -0,3 u. Should have been 2,1 u and -0,3 u based on settings. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.